Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has not been returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has not been returned for analysis. Additional information was received that this rv lead was explanted due to fracture and impedance issues. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has not been returned for analysis.